Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5101704. We received one catheter as a sample. When flushing it, it was leaking at the wing when using the orange line. Microscopic examination shows a small radial tear at the junction of catheter tube and wing - the catheter was partly torn out of the fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress in combination with the weakening effect due to the use of alcohol-based disinfectant. . We were informed that the customer used alcohol-based disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." Additionally, according to the product incident report form, the costumer used a 3 ml syringe and therefore obviously disregarded the products IFU which states: "do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21.75 psi (1.5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked as well as an incoming goods inspection are carried out. Review of complaints showed there are seven complaints for batch 8023305 and four regarding a leaking catheter at the junction to the wing on code 4g070020373 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Event description:
1.9fr double lumen PICC placed on (B)(6) 2021. PICC dressing change completed on (B)(6) 2021 d/t noted leaking at hub to wings. Order for PICC to be removed. Site cleaned per p&p, sterile dressing applied.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
1.9fr double lumen PICC placed on (B)(6) 2021. PICC dressing change completed on (B)(6) 2021 d/t noted leaking at hub to wings. Order for PICC to be removed. Site cleaned per p&p, sterile dressing applied.